Event description:
It was reported that the patient's implant system stopped working from one moment to the next. Testing was carried out, which confirmed that the device has malfunction.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.